Manufacturer narrative:
The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and faded serial number label.

Event description:
The customer reported via phone call the insulin pump is damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the top part of the reservoir compartment was chipped away. The insulin pump was returned for analysis.